Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 67 mg/dl at the time of the call. Customer does not want to return the reservoir for analysis. The customer was unable to trouble shoot the issue because it was a past event that was resolved with a reservoir and infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.